Event description:
It was reported that during a procedure, after the detachable head fell off after attachment. Then changed another one to complete the procedure. There are no patient consequences reported.